Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the operationg room buyer stated than an er320 had misformed some staples during the procedure. The rep spoke with the circulating r.n. In the case and she confirmed the occurrence. The clips that were misformed were saved and placed in a sterile container. There was no consequence to the pt.